Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life.¿ it was noted ¿the ins was received with the eri bit set. The telemetry and output were good; however, the output was slightly low due to the low battery in the ins. A longevity estimate was calculated based on the parameters and impedance shown on the received programmer printout from (B)(4) 2014. The programming history on the initial review of the ins showed that the settings had not changed from the day of implant. The estimate was 12.8 months to eri and 15.8 months to eos. According to the trace report taken from the ins the battery reached in 11.7 months. This is within 10% of the expected life.¿

Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿stimulated only 13 months¿ after implant. Impedance testing found no out-of-range impedance values on the system. It was reported the ins had reached end of service (eos) at the time of report and interrogation records from four days prior to report indicated the ins was at the elective replacement indicator (eri) at that time.there were no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. The patient¿s ins was replaced as a result of the event. The patient was ¿doing well¿ and receiving ¿effective¿ therapy following the replacement of the ins. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.